Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 141 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 371 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. No infusion site or set problems were noted. The customer uses quick-set infusion sets. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.